Manufacturer narrative:
(B)(4). Date sent to FDA: 06/29/2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2011 and mesh was implanted. The patient has experienced erosion into the bladder and has undergone mesh resection multiple times. Mesh was also found to be located in the urethra. The mesh was completely removed on an unknown date. After the operation, the patient was treated with a catheter. After removing the catheter, the patient is incontinent. A new operation for incontinence is planned where the patient's own tissue will be used as a sling. Additional information has been requested.